Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture grade IV.

Event description:
Healthcare professional reported left side capsular contracture grade IV, pain, hardening, lobulated contours, liquid, and 'nonspecific foci'. Device remains implanted.